Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that it was unable to pace after insertion. The catheter was used under normal procedural conditions. The catheter was replaced with a non-edwards device and the problem was solved. There were no patient complications reported. The device will not be returned due to infection, therefore it is not available for evaluation.